Event description:
A customer reported to baxter (B)(4) a microbore catheter extension set with a one-link needle free IV connector in which the collar on the one-link connector was oval instead of round. Therefore, the luer could not be connected to the catheter. The alleged defect occurred before patient use, therefore there are no reports of patient injury, adverse events or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. Visual inspection revealed that the two piece luer lock was an oval shape instead of round. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown.